Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb safety mechanism broke. The following information was provided by the initial reporter: material#: 305916, batch#: 2287687. Rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4),8 date of incident (yyyy-mm-dd): on (B)(6) 2025, site name/location: level of harm: ahs optional report to cmdsnet (health canada): incident details: hbig drawn up with blunt fill needle then switch to 1 1/2 inch sol-care 25g needle for injection into left vastus lateralis. Upon injection noted to leak from orange portion of needle that connects to syringe. Writer stopped injection and removed needle. Upon attempting to engage safety same noted to be broken (snapped) and same fell off. Writer carefully recapped needle as to not get needle stick. Attempted to remove needle to place new needle on syringe of hbig. Needle stuck on syringe. Not enough remaining hbig product to discard the 5ml drawn up in syringe and redraw new product. 2x rns attempted to remove needle unsuccessfully. Required to obtain plyers to remove needle. Once needle removed new needle place and hbig product provided to client. As such client required an extra injection to successfully administer product. No picture or product available as needle immediately discarded into sharps container to mitigate risk of needle stick injury. Impact of incident: who was affected? Patient. Frequency of problem: other device/incident factors: invasive procedure? Procedure: vaccine injection. Physician.

Manufacturer narrative:
(B)(4) follow up since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.